Event description:
Medication explodes back from the syringe [device malfunction] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device malfunction and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 23-oct-2024, amneal pharmaceuticals received information from the nurse via a telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's medroxyprogesterone acetate prefilled single-dose syringe. The patient was being treated with medroxyprogesterone acetate injectable suspension/150/mg/ml (ndc: 70121-1480-1, lot: 240155, and expiration date: may-2026) for an unknown indication. Co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that, on an unknown date of 2024, the patient received a sealed medication from her pharmacy and on an unknown date patient brought the medication to clinic to get the medication. On (b) 2024 while giving the injection to the patient, and observed that, it explodes back from the syringe, and the reporter further requested for the replacement. Further confirmed that patient did not experience any side effects. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction and no adverse event was unknown. The reporter did not provide the causality of device malfunction and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Medication explodes back from the syringe [device malfunction]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device malfunction and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 23-oct-2024, amneal pharmaceuticals received information from the nurse via a telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's medroxyprogesterone acetate prefilled single-dose syringe. The patient was being treated with medroxyprogesterone acetate injectable suspension/150/mg/ml (ndc: 70121-1480-1, lot: 240155, and expiration date: may-2026) for an unknown indication. Co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that, on an unknown date of 2024, the patient received a sealed medication from her pharmacy and on an unknown date patient brought the medication to clinic to get the medication. On 22-oct-2024 while giving the injection to the patient, and observed that, it explodes back from the syringe, and the reporter further requested for the replacement. Further confirmed that patient did not experience any side effects. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction and no adverse event was unknown. The reporter did not provide the causality of device malfunction and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product. This significant follow up (#1) information received on 21-feb-2025. New information received includes qa investigation report, attached with this case. During the investigation it is confirmed that- aseptic filling and visual inspection processes of batch 240155 were conforming. No record found in relation to the problem statement. Dose control ipcs reviewed and confirmed to be compliant. The related material batches used on the manufacturing of batch are compliant and have been used for the manufacture of other released final units. Retention and reference samples are compliant. Batch record documentation with no issues. Inspection of particles and visible defects with no anomalies. Stability results reviewed with no detected issues. Qc release testing (and specifically ccit, container content, gliding force and break loose) reviewed with compliant results. Apr reviewed with no issues. After finishing investigation, it was concluded that issue is not likely to have occurred during manufacturing process performed in farmalan premises. Bearing in mind all the previous information, batch 240155 maintains its status as conforming as it has no impact on product quality, efficacy or safety. The units that are in the market and that have already been released are not impacted for this complaint. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction and no adverse event was unknown. The reporter did not provide the causality of device malfunction and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.